Event description:
It was reported that during placement of a swann ganz catheter through the introducer sheath, it was noted that the sheath had separated from the hemostasis valve housing. The sheath and catheter were removed and replaced without any pt complications.